Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. A sample evaluation could not be performed as the device was not returned. Medical records and images were provided and reviewed. The investigation is confirmed for the filter tilt, filter migration and perforation of the ivc wall. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown snf vena cava filter allegedly migrated, tilted, and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown. This information was received from one source. The patient was a 51-year-old female, weight was not provided.

Manufacturer narrative:
H10: the device history record (DHR) could not be performed as the lot number is unknown. A sample evaluation could not be performed as the device was not returned. Images were provided. Medical records were provided and reviewed. Approximately four years post deployment, abdomen x-ray revealed that ivc filter with its tip tilted toward the right. Six years followed by, the filter was tilted anteriorly and towards the right, with its tip penetrated through the right anterolateral ivc wall and there was a no thrombus or fracture. 4 filter struts and 2 wire loops have penetrated through the ivc wall. Therefore, the investigation is confirmed for the filter tilt, filter migration and filter apex and limb perforation of the ivc wall. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown snf vena cava filter allegedly migrated, tilted, and perforated. This information was received from one source. This malfunction involved a patient and current status of the patient is unknown. The patient was a 51 year old female, weight was not provided.

Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. A sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately four years post deployment, abdomen x-ray revealed that ivc filter with its tip tilted toward the right. Six years followed by that, CT abdomen revealed the inferior migration of the filter and 4 filter struts and 2 wire loops have penetrated through the ivc wall. Therefore, the investigation is confirmed for the filter tilt, filter migration and perforation of the ivc wall. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown snf vena cava filter allegedly migrated, tilted, and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown. This information was received from one source. The patient was a (B)(6) year old female, weight was not provided.